Event description:
The user facility reported an increase in pressure in the capiox fx05 device. Follow up communication from the user facility reported the following information: (1) the oxygenator and tubing was primed with one package of subpack and 1.5ml of heparin and two units of red cell concentrates; (2) 2 units of fresh frozen-plasma and 12.5g of 5% albumin were added; (3) during the recirculation, the priming liquid was ultrafiltrated to be 500ml with a hemoconcentrator; (4) po2 and pco2 were calibrated with cdi500 by blowing o2 in fio2 230%, 200ml/min during several minutes; (5) the blowing stopped just after the values were recognized adequate; (6) 10 to 20 minutes later the pressure in the inlet of the oxygenator increased to higher than 200mmhg; (7) the device was replaced with a new one; (8) blood clotting in the oxygenator was suspected and blood aggregate was noted in the rv; (9) the operation was completed successfully; (10) aggregate was also seen in a competitor's reservoir; and (11) there was no patient involvement.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomaly. Saline solution was let to flow into the blood pathway by gravity drop and the actual sample was visual-inspected again. No formation of thrombus was confirmed. The actual device was fixed with glutaraldehyde solution and the housing component was removed for further inspection of the inside. No thrombus was found. The filter was removed and its outer and inner surfaces were visual-inspected. The filter was subjected to magnifying inspection. On both the outer and inner surfaces, the formation of white thrombus was found. There was not any anomaly, such as defective processing. The fiber layer was removed from the winding in increments of 4mm and each layer was subjected to visual inspection. It was found that white and red thrombi had formed on the most inner circumference of the layer. The removed fiber layers were inspected under magnification. White and red thrombi were noted to have formed on the surface of the fiber on the most inner circumference of the layer. The heat exchanger module was inspected under magnification. Red thrombus was found to have formed in the space between the heat exchanger module and the outer cylinder. Electron microscopic inspection of the outer and inner surfaces of the filter revealed adhesion of erythrocyte components and blood platelets on them. Electron microscopic inspection of the fiber on each layer on the front aspect of the fiber winding obtained revealed the aggregation of erythrocyte components, including the red cells and blood platelets on 10mm from the outmost circumference to farther inner circumference of the layer. In the aggregate the formation of fibrin net was found. Red thrombus formed on the heat exchanger was corrected and inspected under electron microscope. The aggregation of erythrocyte components, including deformed red was revealed. A review of the device history record of the involved product code lot # combination confirmed that there no production related problems. A search of the complaint file found no previous reports of this nature with the involved product code lot # combination. Although the exact cause cannot be determined based upon the available information, it is likely that the erythrocyte components in which blood coagulation factors were activated flowed into the oxygenator module and subsequently they formed into thrombi resulting in a rise in the pressure. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).